Manufacturer narrative:
(B)(4). Date sent: 2/11/2020. Batch #t9425p. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. Additionally, the tissue pad was damaged and 100% present. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11, an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include, "remove instrument from patient", ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument,¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.

Event description:
It was reported that during an unknown procedure, the tissue pad burned out during the case on the non active pad. Assume this is due to continuous use of power button with little or no tissue left within the jaws of the device. Opened 4 devices in total. Burn out occurred to 3 of the devices. There were no patient consequences reported. No additional information is available at this time.